Manufacturer narrative:
(B)(4). Date sent: ((B)(6)2020. Additional information was requested and the following was received: did the bleeding occur at once or over time? The bleeding occur at once was there any issue with device performance in the initial procedure? No what is the surgeon anticoagulated regimen? That kind of information (the patient pre or post-surgical treatment) will not be shared with a provider. What was the indication for surgery? Gastric cancer did the surgeon confirm that he heard the end tone prior to cutting with every transection during the procedure? No, he doesn´t always waits for the end tone prior to cutting. Blood transfusion required? There´s no confirmation of a transfusion yet.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Following information requested but unavailable: did the bleeding occur at once or over time? Was there any issue with device performance in the initial procedure? What is the surgeon anti-coagulated regimen? What was the indication for surgery? Did the surgeon confirm that he heard the end tone prior to cutting with every transection during the procedure? Blood transfusion required?

Event description:
Dr. Performed a total gastrectomy procedure in (B)(6). 6 days after the total gastrectomy procedure the patient returned to operating room for reoperation due to a massive bleeding, the blood came from an small vessel were the greater curvature of stomach was, and the surgeon acknowledge that the vessel was seal and cut with the nslx120l. To stop the bleeding, the surgeon reported that he put a clip and successfully stop it. The patient evolved favorably and was sent home two days after the reoperation. Dr. Said that on wednesday ((B)(6) 2019) he performed a scheduled post surgery checkup and described that the patient was doing well and that he send the patient back home. If other, describe: total gastrectomy, did the patient experience a post-op device malfunction? Yes. If yes, please describe. Dr. Performed a total gastrectomy procedure in (B)(6). 6 days after the total gastrectomy procedure the patient returned to operating room for reoperation due to a massive bleeding, the blood came from an small vessel were the greater curvature of stomach was, and the surgeon acknowledge that the vessel was seal and cut with the nslx120l. To stop the bleeding, the surgeon reported that he put a clip and successfully stop it. The patient evolved favorably and was sent home two days after the reoperation. Dr. Said that on wednesday ((B)(6) 2019) he performed a scheduled post surgery checkup and described that the patient was doing well and that he send the patient back home. , did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? Yes. Was device explanted? False. Did patient require revision surgery? True. If yes, date of revision surgery. (B)(6) 2019. Reason for revision surgery. Bleeding due to poor seal on a vessel. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown, (B)(4). Device property of: hospital. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.